Event description:
(B)(4). It was reported that while the ventilator was connected to a patient, the bacterial filter in the patient circuit was holding on to the water at the top of the filter, and the water droplets were not falling down into the window or trap below. This resulted in the alarming of the ventilator for increased peak airway pressure and increased peep (positive end expiratory pressure). The filter was replaced with another filter with a different lot number and the the issue was resolved. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our investigation into the reported issue has been finalized. One servo guard filter was exchanged, as it was considered by the hospital as not sufficient enough to drain out condensate water in the built-in water trap. The filter was discarded by the hospital and no further information regarding the environmental conditions, set-up, and use of the filter were obtained. The filter is to be exchanged every 24 hours according to the user manual. No other parts aside from the filter were exchanged within/on the ventilator system. A simulated-use test was performed in order to recreate the condition claimed by the user. The test demonstrated that most of the condensates were drained into the water trap as expected, during the test setup time of 24 hours. It is our conclusion that, the servo guard filter was/is functioning according to specification.

Event description:
(B)(4).